Event description:
On (B)(6) 2022, during robotic hip surgery, check points are impacted into the bone and removed towards end of case. While removing checkpoint, the head broke off leaving part of the checkpoint in patient¿s bone. Decision made to leave the piece in patient's bone.